Event description:
This anchor broke during insertion into the "trochiter". A back-up was available. It was confirmed that some small piece of the anchor remain in the patient's bone. It was reported that the surgeon does not think the pieces will be removed and there will be no particular follow-up for the patient. There was a 15 minute delay to the arthroscopic rotator cuff repair as a result. It is unknown at this time how the site was prepared prior to attempted insertion of the anchor. The patient's bone quality is noted as being normal. No patient injury was reported.